Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient in clinic for a routine device analysis. The patient reported he felt a vibratory alert in december, around christmas. Upon interrogation, the right ventricular lead was noted with high, out-of-range pacing impedance, high capture threshold, and a drop in r-wave sensing. The lead was capped and replaced on (B)(6) 2021. The patient was stable.